Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device was explanted.

Event description:
Patient reported "suffering multiple health issues...implants have ruptured and have entered lymph nodes. Device has been explanted. This relates to the left side.

Manufacturer narrative:
The event of " silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported "suffering multiple health issues...implants have rupture and have entered lymph nodes. Device remains implanted. This relates to the left side.